Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, indicative a voltage to low for the projected remaining capacity. The patient was scheduled to come back for a revision procedure the next day. The revision procedure was completed, and a new device implanted. No additional adverse patient effects were reported, besides surgical intervention. The device is not expected to be returned for analysis, the device was given to the patient as a souvenir.